Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, difficulty mounting dilator in vein whereas puncture and guidewire mounting were very easy. Unable to pass the PICC through the folding dilator, dilator removed, distal end split at 2 points and curled. Use of another dm. Clinical consequences: large hematoma, visible on ultrasound, dissatisfaction. No other information was provided.

Event description:
It was reported, difficulty mounting dilator in vein whereas puncture and guidewire mounting were very easy. Unable to pass the PICC through the folding dilator, dilator removed, distal end split at 2 points and curled. Use of another dm. Clinical consequences: large hematoma, visible on ultrasound, dissatisfaction. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4.5fr microintroducer. Use residue was observed on the distal end of the microintroducer. The peel-apart sheath was observed to be damaged. Microscopic inspection of the distal end of the dilator revealed a portion of the tip was indented inward. Microscopic inspection of the sheath revealed a longitudinally aligned split. Buckling was also observed at the distal end of the sheath. The sheath tip deformation and dilator bends were consistent with attempted insertion against resistance. Such resistance may occur if insertion is attempted at a steep angle, if the insertion hole is too small, and if the transition between the sheath and the dilator is rough or abrupt. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.